Manufacturer narrative:
H4.: device mfg date: the reported, lot#: 19009199 could not be found, for the reported catalog#: 21-2131-01. Therefore, the manufacturing date could not be determined. One device was received, for evaluation. Functional testing was unable to duplicate the reported problem. However, review of event history log confirmed, occurrence of the failure.

Event description:
It was reported, that during the implementation. The intermittent wireless communication module had a connection issue. The product fault occurred upon opening. This was an out of box failure. There was no patient involvement.